Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
A nurse in the ICU, called requesting assistance with an autofill failure alarm on a cardiosave during use. She attempted to press the iab fill key; however, the pump would not autofill. She changed the pump out for a second pump, and the second pump autofilled without issue. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and upon inspection of logs the unit was unable to complete its autofill function and stated a general fault code 37. Upon further inspection the unit had a empty helium cylinder. The fse informed the biomed of the find and the biomed was able to give the fse a replacement helium cylinder. Once replaced, the unit functioned and passed all safety inspections. The fse had the unit run for two hours with no issues. Unable to replicate after helium cylinder was replaced.

Event description:
N/a